Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the local display unit intermittently blinked on and off. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). After replacing the entire display board stack, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.